Manufacturer narrative:
Multiple requests for additional information were made, but no additional information was received. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately five years and two months post implant of this bioprosthetic valve, the valve was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was obtained that the patient's weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.